Event description:
Mesh implanted 2005. Patient developed infection one month later. Bowel obstruction in january, 2006. Infection 3 months later and mesh removed. Caller did not know whether the ring had broken.